Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of cautery pin detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a rotatable snare was intended to be used in the stomach during an endoscopic mucosal resection procedure performed on (B)(6) 2026. Prior to the procedure, upon unpacking, the handle was observed to be damaged due to the cautery pin being detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.